Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance and out of regulation message was not determined. The rep said they avoided using the electrode with high impedance but the high impedance and out of regulation message had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had good impedances on all electrodes except one which was showing an orange indicator. Electrode 11 was 6550 ohms which was different than when impedances had been run earlier and it was in the 9000 ohm range. The patient was getting maxed out on settings when trying to make adjustments using the controller. Reprogramming was done to remove electrode 11 from the active groups but they were still seeing the out of regulation message. To work around the inability to adjust intensity when in out of regulation message the group b settings were copied to group c and set to a lower intensity. It was reviewed they could program using only the epidural lead as the peripheral lead seemed to be the one with the impedance issues but the patient indicated they didn¿t like that programming option. The indication for use was spinal pain. No patient symptoms reported.